Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken main tube approximately 1.97in from the distal tip. Components adjacent to this broken main tube show damage, which may indicate potential mishandling/misuse. The main tube was broken, and the distal tip was completely severed from the instrument. Visual inspection found all internal cables to be broken. The distal tip was returned with the instrument. Fragments were found to be missing from the broken main tube. Additional observation(s) related to customer reported complaint: the instrument was found to have a broken grip cable at the site of the broken main tube. The cable was completely broken. There are possible missing fragments. The instrument was found to have a broken pitch cable at the site of the broken main tube. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards, causing it to crack and break subsequently. The root cause is attributed to the broken main tube. .

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.